Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose result of 30.4 mmol/l at 8:36 a.m. On the aviva system. The patient felt she had low blood glucose levels. However, a bolus advice of 4.10 units of insulin were delivered. The patient had hypoglycemia symptoms of feeling weak, tired, and unwell. The blood glucose result was 1.9 mmol/l at 9:46 a.m. The patient required assistance from someone at work. The patient was treated with dextrose tablets and toast. The patient reported that she had taken dextrose tablets that morning and did not wash her hands prior to the 30.4 mmol/l test and believes there may have been residue on her fingers. The product is not expected to be returned for evaluation.